Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on feb 19, 2025 with lot number 2840212. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flow opening. As per the investigation procedure non-penetrating nick, and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report a right side rupture. Device has been explanted and replaced.